Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed. The tests found a split downstream occlusion (dso) sensor. Functional test also found that the pump's alarm and beep sounds are heavily distorted, this was caused by faulty piezos. The customer's problem was replicated. The dso sensor and piezos were replaced to fix the issue.

Event description:
It was reported that the issue is a "non-conforming alarm". There was unknown patient involvement.